Event description:
It was reported that the ilet user experienced hyperglycemia after announcing a usual meal for lunch, eating cake, and then announcing a smaller meal size. Fingerstick readings were 497 mg/dl and then 460 mg/dl, with no reported symptoms and no site or supply issues observed, and subsequent follow-up confirmed glucose declining to 205 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to an incorrect meal size being announced, involving user interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.